Event description:
Report of explant of device system due to "pocket infection" received per annual device tracking report. The hcp reported the pt's signs and symptoms were "skin breakdown over the pump". The outcome for patient was "good - placed on oral lioresal".